Manufacturer narrative:
This complaint is still under investigation. Not returned.

Event description:
Reason for revision; loose femoral component; product/lot information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: from the communicated elements, no analysis could be carried out because no sufficient information was provided ( no product returned, no batch number communicated). Update depuy (B)(4) 20/02/2014: a DHR was performed for the corail stem following receipt of product batch number depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.